Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2026 by a healthcare provider. The customer attempted unsuccessfully to pair the device over the next several days. He kept the sensor in place as he hoped it would begin working. The area became painful. On (B)(6) 2026 the area felt significantly bruised and sore. Upon removal the area ¿it left a large, bright red circular mark on my arm and my tricep is very swollen.¿ the next morning the area felt worse. It was inflamed and highly painful with an infection in the area. He took a photo of the site. On (B)(6) 2026 the inflammation spread further across the arm and the affected area was more severe, and he took a photo of the site. Follow up contact with the customer was made on (B)(6) 2026 he provided additional details. He saw an hcp on (B)(6) 2026 who instructed him to go to urgent care to have the site lanced. The hcp prescribed an antibiotic (unspecified) to resolve the infection, and at the time of the report he had not picked up the prescription or had the medical procedure. In a second follow up contact the customer stated he would send additional details via email. The customer provided two photos which show the arm in 2 different stages. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional customer or event information is available.